Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
The reported events of patient underwent a combined baerveldt-xen®45 gts two-segment implantation in the right eye experienced elevated intraocular pressure (iop) after 2 weeks post-op. Revision surgery was performed and trypan blue dye confirmed an occlusion in the xen®45 gts segment. The xen®45 gts device was removed and a second xen®45 gts was implanted. A month later, patient experienced elevated iop and a second revision surgery was performed with trypan blue dye confirming an occlusion in the xen®45 gts segment. The second xen®45 gts was removed and the baerveldt device from the initial surgery was cut into two segments and a 22g angiocatheter was used to extend the baerveldt tube. At 6-month follow-up, iop was 7 mmhg without medications and a diffuse bleb had formed. The events were noted in the article: "baerveldt-xen persistent proximal occlusion: solving new problems with old answers." Bmj case rep. This is the same literature article reported under MFR report # 3011299751-2021-03142 (allergan complaint # pr (B)(4)). This MDR is being submitted for the first xen®45 gts implanted.

Manufacturer narrative:
Partial implant date provided as 2017, explant occurred 2 weeks afterwards. (B)(4). Article citation: teixeira f, caiado f, sens p, abegão pinto l. "Baerveldt-xen persistent proximal occlusion: solving new problems with old answers." Bmj case rep. 2018 oct 21, p. Bcr-2018. Crossref, doi:10.1136/bcr-2018-226958. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The reported events of patient underwent a combined baerveldt-xen®45 gts two-segment implantation in the right eye experienced elevated intraocular pressure (iop) after 2 weeks post-op. Revision surgery was performed and trypan blue dye confirmed an occlusion in the xen®45 gts segment. The xen®45 gts device was removed and a second xen®45 gts was implanted. A month later, patient experienced elevated iop and a second revision surgery was performed with trypan blue dye confirming an occlusion in the xen®45 gts segment. The second xen®45 gts was removed and the baerveldt device from the initial surgery was cut into two segments and a 22g angiocatheter was used to extend the baerveldt tube. At 6-month follow-up, iop was 7 mmhg without medications and a diffuse bleb had formed. The events were noted in the article: "baerveldt-xen persistent proximal occlusion: solving new problems with old answers." Bmj case rep. This is the same literature article reported under MFR report # 3011299751-2021-03142 (allergan complaint # (B)(4)). This MDR is being submitted for the first xen®45 gts implanted.